Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left hemicolectomy procedure, the clips didn't close properly. After several attempt the clips was closed in the proximal section and stayed open in the distal side. The procedure was completed by using a reusable device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90c36. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 17 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.